Event description:
It was reported that the patient underwent heart transplant, which was expedited due to a history of persistent low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that were retrieved from the device showed estimated flow values below the 2.5 lpm threshold; however, a correlation between this finding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be established. No device-related issues were identified through the evaluation of the returned pump. (B)(6) was returned assembled with the pump cable severed approximately 4.25¿ from the pump housing and the distal end of the pump cable was not returned. The sealed outflow graft was returned attached to the pump outflow. The outflow graft clip was returned in place around the pump outflow hardware and was unremarkable. The sealed outflow graft bend relief was not returned. The cuff lock was returned fully engaged with the apical cuff in place. Examination of the blood-contacting surfaces found no depositions. Visual examination of the returned outflow graft found a normal, small accumulation of dried tissue on the exterior of the graft. The graft appeared to be slightly kinked; however, this kink appeared to have occurred post-explant given the lack of abnormal tissue ingrowth on the exterior of the graft. Additionally, the lumen of the graft showed a small amount of residual blood but no depositions or thrombus formations. A correlation between the low flows observed in the retrieved lvad log files and the returned device could not be determined. A cause for the low flows could not be determined through the evaluation of the returned device. Visual inspection of the pump rotor and rotor well revealed no signs of damage that would have contributed to a functional issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.